Event description:
It was reported that the ilet displayed a persistent malfunction alert consistent with a consecutive stalled motor condition, which remained after a device restart and recurred following a prior temporary resolution with a dry run. Symptoms included no reported adverse clinical effects. Outcomes included the decision to replace the device and the user¿s transition to backup therapy as needed. Investigation included customer service troubleshooting, verification of the on-device alert, and collection of device use information. Investigation of this case revealed a recurring motor stall alert associated with the insulin delivery mechanism, with no evidence of injury. It was concluded, based on previously established findings for similar reports, that the cause was an internal device malfunction related to the motor drive, undetermined to a specific component without physical analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.